Event description:
Ordered my free covid 19 test and receive test that had only two months left on the extended expiration date. I am 66 years old and should have received safe testing kit. Web site will not allow me to order safe kits. Once again it shows what biden has done to this country.